Event description:
The pump was returned for investigation. Investigation revealed that all keypad buttons had response issues and that there was contamination under all button contacts. Investigation also revealed that the keypad flex was damaged and the display was discolored. Additionally, investigation revealed that the battery compartment was cracked. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be torn at the up arrow button. During testing, the up arrow and down arrow keypad buttons were found to be intermittently unresponsive. The ok and contrast keypad buttons were found to be unresponsive. The keypad cover was removed and contamination was found under all key contacts. The keypad flex was found to be damaged near the contrast key. Evaluation also revealed that the display screen was discolored. Additionally, evaluation revealed that the battery compartment was found to be cracked between the bumper pad and the pump cover. The returned battery cap was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).